Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that they experienced hyperglycemia of value over 400 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer declined for troubleshooting high blood glucose. Customer also stated that insulin pump had multiple pump error alarm. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The insulin pump will not be returned for analysis.